Event description:
It was reported that the patient had a severely taped driveline. A review of the log files revealed clusters of pulsatility index (pi) events and routine power source changes. No driveline electrical conductor issues were captured in the event log file.

Manufacturer narrative:
Section a4: patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
A cosmetic percutaneous lead repair was performed on the driveline. Additional log file review was requested on (B)(6) 2025 to ensure the patient did not have short to shield. The log file history did not display any events to indicate a short-to-shield driveline issue. No other unusual events seen within this log file.

Manufacturer narrative:
Section d9 correction. Manufacturer's investigation conclusion: review of the submitted image and evaluation of the replaced portion of the driveline from heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed the reported superficial driveline damage. The submitted photographs captured portions of the external driveline completely taped. The observed damage appeared to be cosmetic only. A distal end driveline repair was performed by an abbott technical services representative on 25mar2025. Of note, the technical services representative accidentally sliced the distal end of the driveline during removal. Approximately 19.0¿ of the external portion/distal end of the driveline was returned for evaluation. The driveline was noted to have superficial damage that was wrapped with several layers of tape approximately 3", 9", and 12.5" from the system controller connector. The pins of the system controller connector appeared unremarkable. The driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Following careful removal of all layers, microscopic examination of the underlying wires confirmed the breach in the insulation of the red and brown wires reported by the technical services representative. The breaches of the red and brown wires were approximately 15" from the controller connector. The remaining wires, as well as the remaining portions of the damaged red and brown wires, were submerged in a saline bath solution for high potential (hi-pot) testing to further verify the integrity of each wire's insulation. This test did not reveal any additional areas of current leakage. The submitted log file captured the device operating as intended at the fixed speed. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ and section 8 ¿equipment storage and care¿ provide information on driveline care and cleaning and also discuss damage due to wear and fatigue of the driveline. The driveline should be inspected daily for signs of damage, such as cuts, holes, or tears, and should never be severely bent or kinked. To clean the driveline, wipe off dirt or grime, and if necessary, use a towel with soap and warm water for gentle cleaning, but do not submerge the driveline in liquid. The heartmate ii lvas patient handbook is currently available. Section 4 "living with the heartmate ii" contains a section titled "caring for the driveline", which discusses how to prevent damage to the driveline. The user is instructed to check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged). No further information was provided. The manufacturer is closing the file on this event.